Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a saccular thoracic aortic aneurysm at zone three. The proximal neck was 38 mm in diameter; distal neck was 37 mm in diameter. There was no calcification but moderate thrombus at the proximal and distal aortic neck. It was reported that during the initial procedure talent stent graft was inaccurately delivered. Approximately two months post index procedure, a follow up scan found a proximal type I endoleak and the maximum aneurysm was 52mm in diameter. During the patient's three year follow up, the aneurysm had increased to 56 mm in diameter and the endoleak had not resolved. The physician decided to monitor the patient. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (inaccurate delivery, endoleak); (unknown cause of event). Conclusion: (unknown cause of event); known inherent risk of a procedure (inaccurate delivery, endoleak). (B)(4).

Event description:
Additional information was received for this case. At the 48-month and 60-month post-operative follow-up the maximum aneurysm diameter was 62 mm in diameter. The type ia endoleak was treated. Another manufacturer¿s stent graft was implanted proximally and chimney technique was used for the subclavian artery. The patient had been monitored since then; however, the type ia endoleak did not resolve. Approximately 15 months later coil embolization was performed. The endoleak decreased but not resolved, and the decision was made to monitor the patient.